Manufacturer narrative:
D1: medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes h.6. Investigation summary: bd received eight (8) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the gel separates to the top of the tube when the sample was spun. No patient impact reported.